Event description:
In 2008, the sales rep reported that the surgeon performed a revision surgery due to four broken universal clamps. Add'l info received about one month later, the sales rep reported that the pt was seen by the surgeon on a post op visit when it was identified that the clamps had broken, the rod was felt through the skin and the loss of fixation was noted. The surgeon explanted the four broken universal clamps and reinstrumented with ten more universal clamps.

Manufacturer narrative:
Eval is pending.